Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. A functional test was performed on the device. The handle toggle would not move even when it was attempted to be activated. Based upon this, the reported complaint was confirmed. (B)(4).

Event description:
The hosp reported that during endoscopic vein harvesting procedure, the vh-3000 cannula handle got jammed and would not move forward or backward. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning. The hosp reported that this occurred two weeks ago but they do not have the exact date.